Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Error e105 and e106 (both were lamp error) were displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the reported phenomenon was duplicated, and due to failure of the light emitting diode (led) unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation results, the reported phenomenon could have been attributed to the electrical resistance increased for unspecified reason, which caused that amount of light could not be controlled, resulting in short circuit and disconnecting of electric circuit occurred repeatedly.